Manufacturer narrative:
The complaint was confirmed based on the clinical review. The service repair technician (srt) could not duplicate the reported complaint. The unit was powered up and there was no delay in responsiveness observed. The srt ran through various menus and perfusion screens and no delays observed. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, they cleaned the touchscreen and that seemed to help the issue. The field service representative (fsr) could not duplicate the issue and the touchscreen worked correctly. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR# 1828100-2021-00322.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen was unresponsive. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clinical specialist spoke with the perfusionist regarding the loss of gas flow and central control monitor (ccm) touchscreen issue during cpb. The perfusionist indicated that at 13:38, the gas flow of the electronic patient gas system (epgs) went to zero, with no interaction with the ccm touchscreen. The perfusionist indicated that she had set up and calibrated the epgs with no issue. There were no alarms or any indication of a problem prior to, or during this event with the epgs. She had noted ccm touchscreen issues during this case. Upon noticing the gas flow had gone to zero, the perfusionist immediately used local controls to re-initiate gas flow. Further along the procedure, she noted that she was able to use slider controls on the ccm. There was no blood loss, harm, or delay in the procedure. After the procedure, this heart lung machine (hlm) was subsequently taken out to be serviced.

Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) powered on the ccm connected to lab use only (luo) testing equipment and was monitored for approximately 29 hours and the touch screen was fully responsive. The ccm passed all testing and met specification. Per data log review: the reported issue was that the gas flow could not be adjusted on the ccm. The only indication that happened in the log was from 03:16:55 pm to 03:17:06 pm when the air pressure was reported low, and from 03:17:10pm to 03:17:14 pm when the oxygen (o2) pressure was low. Low input gas pressure will disable the ccm flow adjustments. It is also possible that the touch screen needed calibration which could cause the finger to miss targets like the slider control. This may make the ccm seem unresponsive.